Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus/perforation (uterus)'), pregnancy with contraceptive device ('pregnancy') and colon operation ('colon repair') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysplasia, uterine prolapse, headache, vaginal discharge and lumbar strain. Concurrent conditions included asthma, acid reflux (oesophageal), arthritis, bladder cancer, snoring, wheezing, hot flashes, irritability, back pain, chronic bronchitis, vaginitis, vaginal yeast infection, vaginal delivery and dysuria. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal): urinary tract"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression"), connective tissue disorder ("systemic connective tissue disorder"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("pain") and pelvic pain ("pelvic pain") and underwent colon operation (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced stress ("stress"). The patient was treated with surgery (on (B)(6) 2009 - bilateral salpingo-oopherectomy, unilateral oopherectomy and surgical repair of colon). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, connective tissue disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, alopecia, bladder disorder, urinary tract disorder, vulvovaginal pain, pelvic pain, stress and colon operation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered alopecia, anxiety, bladder disorder, colon operation, connective tissue disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: this case is linked with child case (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Human papilloma virus test - on (B)(6) 2008: benign cellular changes associated with inflammation. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion,; in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2012: diagnosis: cervix, uterus, right ovary and tube (hysterectomy with unilateral salpingo-oophorectomy): cervix: mild end cervicitis, squamous metaplasia - negative for dysplasia. Endometrium: benign proliferative endometrium - negative for hyperplasia myometrium: superficial adenomyosis. Ovary: benign cystic follicles. Fallopian tube: benign tube with features of prior tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, dyspareunia, menorrhagia, anxiety, depression, migraine, urinary tract infection and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus/perforation (uterus)'), pregnancy with contraceptive device ('pregnancy') and colon operation ('colon repair') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysplasia, uterine prolapse, headache, vaginal discharge and lumbar strain. Concurrent conditions included asthma, acid reflux (oesophageal), arthritis, bladder cancer, snoring, wheezing, hot flashes, irritability, back pain, chronic bronchitis, vaginitis, vaginal yeast infection, vaginal delivery and dysuria. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal): urinanry tract"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression"), connective tissue disorder ("systemic connective tissue disorder"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("pain") and pelvic pain ("pelvic pain") and underwent colon operation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced stress ("stress"). The patient was treated with surgery (on (B)(6) 2009 bilateral salpingo-oopherectomy, unilateral oopherectomy and surgical repair of colon). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, connective tissue disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, alopecia, bladder disorder, urinary tract disorder, vulvovaginal pain, pelvic pain, stress and colon operation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered alopecia, anxiety, bladder disorder, colon operation, connective tissue disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: this case is linked with child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. (B)(6) test on (B)(6) 2008: benign cellular changes associated with inflammation. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion,; in (B)(6) 2007: total bilateral occlusion. Pathology test on (B)(6) 2012: diagnosis. Cervix, uterus, right ovary and tube (hysterectomy with unilateral salpingo-oophorectomy): cervix: mild end cervicitis, squamous metaplasia, negative for dysplasia. Endometrium: benign proliferative endometrium, negative for hyperplasia. Myometrium: superficial adenomyosis. Ovary: benign cystic follicles. Fallopian tube: benign tube with features of prior tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, dyspareunia, menorrhagia, anxiety, depression, migraine, urinary tract infection and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and medical records received: previously added event injury was replaced with new events- pregnancy (no complications), abnormal bleeding vaginal, menorrhagia), infection: urinary tract, vaginal, anxiety depression, systemic connective tissue disorder, bladder or urinary problems or changes, migraines / headaches, migration of essure device: uterus/perforation (uterus), dysmenorrhea (cramping), colon repair after hysterectomy, dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, stress. Patient demography, lad data and medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.